Event description:
According to the reporter: the product netting came off during use. There was no report of further consequences to the pt. Nothing was left in pt cavity.

Manufacturer narrative:
(B) (4).